Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017, a tandem clinical diabetes specialist (cds) reported that the customer had not been delivering boluses for every meal and only had delivered a bolus 4-5 times a week instead of at every meal. The customer was extremely disabled and has seizures. The cds thought something had happened and the customer had forgotten what to do. After speaking with the customer, the customer was using a "sliding scale" to bolus with meals and the bg level was doing better. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. A correction bolus was delivered via the pump and the bg had lowered to 410 mg/dl at the time of the report. The cause of the high bg was not known and the customer was thinking the pump was "not working". During troubleshooting with tandem customer technical support (cts), the customer reported that the current correction bolus had not been recorded. The customer declined further follow-up from cts.